Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level also stated that infection at the site. Customer's blood glucose value was 430 mg/dl at the time of the incident, current blood glucose was 386 mg/dl. The customer was unable to troubleshoot and treated with insulin pump. Customer will not return device for analysis.